Event description:
It was reported by service report that the foot lift section was not going all the way down due to the foot section lifting bar was stuck on the other side of the restraining welded clips. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Foot section lifting bar was stuck.